Manufacturer narrative:
A complete lead was returned in two pieces the reported event failure to capture was confirmed. Visual inspection of the lead found external abrasion breaching the outer insulation exposing and abrading/separating the outer coil caused by friction to a device or feature of the heart. The cause of failure to capture was isolated to external insulation abrasion caused by friction to a device or feature of the heart. The reported event of stylet insertion failure was confirmed. A stylet was inserted in the connector pin and stopped within the inner coil due to excessive blood inside the inner lumen. The cause of the reported event of stylet insertion failure was isolated to excessive blood inside the inner coil lumen.

Event description:
It was reported that the right atrial lead fractured. It was noted that the right atrial lead exhibited failure to capture and the patient was very symptomatic to right ventricular pacing. During the procedure, they stylet was not able to be placed on the right atrial lead which suggested and inner component fracture. The lead was explanted with successful use of a laser and the rest of the system was also explanted for a new MRI conditional system. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2021-19956 it was reported that the right atrial lead fractured. It was noted that the right atrial lead exhibited failure to capture and that the patient was very symptomatic due to right ventricular pacing. During the procedure, the stylet was not able to be advanced through the right atrial lead which suggested an inner component fracture. The lead and the pacemaker were explanted and replaced. The patient was in stable condition.